Event description:
Paramedics responded to a person complaining of chest pain. The device was connected to the patient with limb lead ECG electrodes (4-lead cable w/ trunk cable) but, according to the reporter, all channels, ii, iii, & avf, displayed dash lines. The operator confirmed correct lead placement and electrode/ cable/ device connections. A backup device was called for and used succussfully. No adverse effects to the patient were reported as a result of the alleged malfunction.